Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replaced and clean the cap assembly from salt buildups. The customer calibrated the integrated multisensor technology. The customer replaced the salt bridge fluids, and cleaned and flushed the salt bridge cap and tubing. Quality controls were run, resulting within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then retested for sodium on an alternate dimension exl instrument, which resulted lower than the repeat. The sample was then repeated on the original instrument after troubleshooting, and the result matched with the result obtained on the alternate dimension exl. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.